Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
On (B)(6) 2016; a new patient sample was collected following a transfusion reaction. Additional testing was performed with 0.8% resolve panel a lot # vra252 and "?" Reactions were flagged by provue for cell # 4 and #10 ( both cells were homozygous for jka), but cell #9 was negative- also homozygous for jka. Customer then tested sample using 0.8% resolve panel c and stated anti-jka was identified. With additional testing, customer claimed dat testing on sample collected on (B)(6) 2016 (post transfusion) was performed and dat was positive. Customer claimed no elution testing was performed on positive dat sample. Customer reported delayed hemolytic transfusion reaction due to missing anti-jka. Transfusion reaction work-up was provided by the customer and is attached to 4c record. Customer used 0.8% screening cells lot # vss823 for antibody screen, and no reactivity was noted with cell #1. ((B)(4)) patient had previous history of anti-e and anti-little c, that later identified an anti-jka ( showing dosage). According to customer, sample was originally tested on (B)(6) 2016 using provue, for antibody screen using 0.8% surgiscreen lot # vss823 and antibody screen result was positive for e+c+ cell, but no reactivity noted with cell #1 ( homozygous for jka). Customer further stated patient was phenotyped on sample collected on (B)(6) 2016 and was jka negative. Patient was transfused on (B)(6) 2016 with packed cells (e and little c negative units). However, upon further investigation, unit transfused on (B)(6) 2016 was jka negative, but the packed cell units (total 3) transfused on (B)(6) 2016 were jka positive based on information provided by customer. Reported 7/18/2016. Microtubes/wells or cell (donor #) affected: cell# 9. Methodology used: provue/ gel. Customer stated transfusion was ok with no issue noted with patient. All listed ortho products have been confirmed to have normal appearance and has been stored according to the package insert indications. No reports of any discrepancies with daily qc was reported. Ortho discussed possible causes of the false negative reaction, including donor phenotype variability and the titer of the antibody may have been a contributing factor. Customer indicates their understanding and requires no additional follow up. Customer satisfied with the documentation of the reported concern. Only reporting incident for tracking and trending.